Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. The customer's reading was 412 mg/dl. The customer stated the alarm was resolved by a complete set and reservoir change. The customer was advised that she was high due to the device going into threshold suspend mode, and that the device was working as designed. Nothing was replaced or returned for analysis.